Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the likely cause of the scope communication error was traced to component failure. In addition, the cause of the white foreign material in the air/water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white foreign material in the air/water channel and a scope communication error. There was no patient involvement.